Manufacturer narrative:
(B)(4). Neither device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event is unknown.

Event description:
It was reported that patient underwent posterior lumbar interbody fusion (plif) surgery at levels l4-l5 with spinal fixation system on an unknown date. On an unknown date, post-op, progression of kyphosis was observed. Revision was performed on (B)(6) 2015. The implants were removed "due to pseudoarthrosis" and were replaced by products from a different manufacturer..